Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms. The physician decided to reprogram the lead. The lead was left in the patient due to subclavian vein obstruction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.